Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly/motor noted. The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error after the customer had gone into a pool with the insulin pump still attached. The blood glucose reading was 136 mg/dl. Advised replacement of the insulin pump. Nothing further reported.